Event description:
(B)(4) trial. It was reported that during a coronary stenting treatment procedure stent under expansion occurred. The index procedure treated a 4x8mm, 95% stenosis of the non-calcified, non-tortuous proximal lad (left anterior descending). Treatment consisted of predilation and placement of a 4x12mm (B)(4) stent. Post stent deployment ivus (intravascular ultrasound) showed the stent was under expanded. Additional post dilations with a non-compliant balloon were performed resulting in 0% residual stenosis. The patient was discharged one day post procedure on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device code 2906 relates to component code 515. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).